Manufacturer narrative:
Additional information has been provided. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction / incident. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received indicating that the vitrectomy probe presented with no cutting and no aspiration.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitreous cutter probe would not cut. The case was completed using an alternate vitreous cutter. There was no harm to the patient.